Event description:
During the placement of a port a cath the surgeon went to peel the sheath apart. It did not function/peel away as it should - the surgeon had to remove the sheath. X-rays were taken without retention of any of the sheath. A new sheath was opened and functioned as expected. No patient harm identified.